Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led a photographic evaluation of one image of one device. The photographic inspection of the returned image noted that the plunger was broken and disengaged from the anvil. Functional testing could not be performed since the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur due to forcing the closure of the instrument after firing. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic radical rectal surgery, after the surgeon finished the end of anastomosis, when the nail is removed from the felt head, the metal felt is dropped on the felt cap. To complete the case the nail was removed, and a piece was found. The cutting edge was intact there was no patient harm.